Manufacturer narrative:
Related a1 - patient identifier: (B)(6). E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use ligating device was used on a colon polypectomy and when attempting to release it, the device did not work properly. A second device also could not be released in the same way; the third one was attempted outside the patient's body but was also unsuccessful. The procedure was completed with the fourth similar device. There were no reports of patient harm. This is report 3 of 3.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the device did not work properly was identified. It is likely the result of an usage problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.